Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rusted scalpel was confirmed, but the exact cause is unknown. One photo of a mini scalpel was provided for investigation. The blade was exposed and exhibited specs of what appeared to be oxidation across the side of the blade. The cause of the oxidation could be attributable to storage conditions. The tyvek packaging is not a humidity barrier. Tyvek is a breathable substrate and is designed to allow air/humidity to pass through. One of the precautions in the IFU states, ¿prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. Sterilized by ethylene oxide. Do not resterilize.¿ a review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of reay0873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the scalpel for cutting the skin was rusted when opening the package. No reported harm or injury to the patient.